Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pacing lead (B)(6) 2012; (B)(4) implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing. It was later reported that the patient had swollen arm and hand. The patient went to the emergency room three times for subclavian thrombosis. The patient was provided medication and the swelling was noted to be reduced and the feeling had returned. The oversensing continues on the right ventricular lead. Both the right atrial and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.